Event description:
The customer reported having a low blood sugar event, and the insulin pump was giving her too much insulin. The caller stated that she did not deliver more than one bolus for the past two days. The blood glucose reading at time of call was 156mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the programming and the time, date, basal rates, and bolus wizard settings were correct. The alarm history shows several low battery alarms, low reservoir, and a no delivery alarm. The displacement test passed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.